Event description:
It was reported that during use the atrial lead exhibited low impedance. The atrial lead mode was re-programmed and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.